Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that the cartridge was leaking and asked whether this could damage the device. The agent advised the patient to change out the supplies and to provide the lot number. The patient reported they were not at home and were unable to provide the lot number at that time and stated that the leaking had not affected blood glucose levels. The agent advised the patient to change the supplies when home and to clean any leaked insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.